Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022 in order to excise the skin around the abutment. The abutment was removed and a new abutment was replaced in the same surgery.